Event description:
It was reported that the patient presented to the clinic with a device that did not respond to telemetry. Premature battery depletion was suspected. Device was explanted replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. The battery was found to be depleted to a degree that indicated premature depletion. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.